Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided.

Event description:
It was reported sinus perforation. The patient was presented for the second phase, when the screwdriver was placed it went into the maxillary sinus, it was performed (?) Surgically and removed.

Manufacturer narrative:
Zimvie received one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was identified as reported however, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1269709. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269709 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿non integration perforated sinus¿ the customer did submit one (1) image for the reported event based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root causes determined from the investigation are customer error, or patient factors. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported sinus perforation. The patient was presented for the second phase, when the screwdriver was placed it went into the maxillary sinus, it was performed surgically and removed. No delay on the procedure, no other implant placed.

Manufacturer narrative:
The following sections have been updated: a1: patient identifier. B4: date of this report. B5. Describe event or problem. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.